Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the endoscope and video processor was displayed at the preparation for use. At the incoming inspection for the repair, olympus korea checked the subject device and found the loosed output socket and loosed video connector socket of the subject device. The reported phenomenon might have occurred by those loosed parts, the output socket and video connector socket. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus korea (okr) inspected the subject device and found irregularity that there was brawn stein at the bottom side of the output connector. Four years have passed since the subject device was installed to the user facility. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation by okr, the reported phenomenon, b30 error displayed, was attributed to the unstable communication between the subject device and an endoscope due to failure of connector lock mechanism.